Event description:
After approximately three years of successful use, this pt fell down the stairs and hit their head on the side of their nucleus cochlear implant. This dislodged the implant's magnet from its silicone pocket, causing the device to be unuseable. Surgery to reinsert the magnet was performed in 2004, correcting the problem.